Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle had a defect. There was no report of patient impact. The following information was provided by the initial reporter: defected needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 22-may-2023 h6: investigation summary bd received two unsealed 20 gauge insyte autoguard unit from lot 2220955 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that one of the units was stuck inside of the catheter and not fully retracted because the needle was slightly bent near the notch of the cannula. The other unit appeared to not have any defect or damage visible and met product specifications. Therefore, based off the visual inspection the engineer was able to verify the reported defect of needle bent. Unfortunately, the engineer was unable to determine a definitive root cause for the observed damage.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle had a defect. There was no report of patient impact. The following information was provided by the initial reporter: defected needle